Manufacturer narrative:
The pump was received with a blank display due to a broken and missing battery tube contact spring. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests or verify the unexpected restart error alarm due to a blank display. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. No moisture damage/fluid inside battery tube was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer mentioned the device was exposed to moisture. Device was unable to perform the self test. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 749 mg/dl. Customer was off the device for one to three months. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.